Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was report that after hypothermia therapy was initiated on the patient for 20 minutes on device, s/n (B)(4), the nurse was having trouble finding the exact time therapy started. The clock on the device was displaying 14:10pm; however, the actual time was 15:07pm. The patient¿s weight was (B)(6) and there were four large pads and one universal pad in use. Per troubleshooting, it was explained that the graph could be used to estimate the start time and the clock could be updated at the end of therapy. Therapy was set to start the countdown at target. The patient¿s temperature was 37.4c, the water temperature was 6c, the flow rate was 1.2 l/min and the device was displaying ¿low air leak¿ on the screen. The pads were disconnected and then reconnected using the proper technique. The flow rate stabilized at an optimal level 3.5 l/min. Once therapy was restarted for the rewarming phase, a break was noticed in the chest pad and a tear was noticed in the universal pad; therefore, the pads were changed. The patient was able to complete therapy with the new set of pads with no further issues noted.

Event description:
It was report that after hypothermia therapy was initiated on the patient for 20 minutes on device, s/n (B)(4) , the nurse was having trouble finding the exact time therapy started. The clock on the device was displaying 14:10pm; however, the actual time was 15:07pm. The patient¿s weight was 117kgs and there were four large pads and one universal pad in use. Per troubleshooting, it was explained that the graph could be used to estimate the start time and the clock could be updated at the end of therapy. Therapy was set to start the countdown at target. The patient¿s temperature was 37.4c, the water temperature was 6c, the flow rate was 1.2 l/min and the device was displaying ¿low air leak¿ on the screen. The pads were disconnected and then reconnected using the proper technique. The flow rate stabilized at an optimal level 3.5 l/min. Once therapy was restarted for the rewarming phase, a break was noticed in the chest pad and a tear was noticed in the universal pad; therefore, the pads were changed. The patient was able to complete therapy with the new set of pads with no further issues noted.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted that the left chest pad had a tear in the middle of the pad. No other defects were found. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ correction: concomitant medical products.